Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown device manufacture date: unknown (B)(4). Device evaluation: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for plunger rod difficult to move due to unknown lot number. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, plunger rod difficult to move) was captured and addressed. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review for plunger rod difficult to move due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a 1ml 31gx6mm u-100 insulin syringe had difficult plunger movement. This occurred during use. The following was reported by the initial reporter: "it was reported that the plunger rod is difficult to move. Verbatim: consumer reported that the plunger rod is difficult to move."